Event description:
Customer reported via phone call to be pregnant and had low blood glucose of 40 mg/dl. Customer believed that low blood glucose was due to pregnancy. Customer requested assistance in obtaining sensors while awaiting insurance verification. Customer declined troubleshooting. Two courtesy sensors would be sent to customer.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).